Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that the patient arrived at the emergency department due to receiving an inappropriate shock. During the device interrogation, it was noted that the left ventricle (lv) lead was dislodged. The patient was placed on a waiting list to have the lv lead repositioned. It was also reported that the patient was enrolled in the (B)(4) study. By the time the patient completed the clinical study, the repositioning of the lead had not occurred. No further patient complications have been reported as a result of this event.